Event description:
Company rep was contacted by facility to report adverse event that occurred during a cryotherapy procedure. The pt went into respiratory distress immediately after the start of the procedure. The pt was stabilized and taken to the operating room for exploratory thoracotomy and laparotomy which revealed a gastric perforation which was repaired.

Manufacturer narrative:
The polar wand cryotherapy catheter is a flexible tube with a .030" single lumen. During the mfg process, a .005" hole is formed (not by laser) at the end of the catheter producing a hole which is barely visible to the naked eye. After the tip is formed, each catheter is tested and the flow rate recorded. On april 1, 2010, our sales rep was contacted by the facility where the adverse event occurred and told of the event. The rep went to the facility that day and examined the polar wand catheter. The end of the polar wand catheter had been cut, exposing the .030" inner lumen. This resulted in a significant increase in co2 flow rate. We have requested the catheter be sent to the mfg facility for further examination but the device has not been returned as of the date of this report. An addition has been made to the polar wand IFU instructing the user to visually inspect the end of the catheter prior to use. If a large visible hole is present, device is not to be used. A precautionary statement is being added to the IFU warning against altering the device in any way.